Event description:
It was reported that after an af ablation procedure the patient complained of insomnia ((B)(4)), and swallowing problems with 5kg weight loss ((B)(4)). The ablation procedure was done on (B)(6) 2010 ((B)(4)). On (B)(6) 2010 the patient visited the cardiologist complaining of insomnia due to increased heart frequency. The prognosis was satisfactory. On (B)(6) 2010 the patient had swallowing problems and 5kg loss of weight. On (B)(6) 2010 the patient made a visit to the emergency room and was admitted into the hospital. Additional tests were performed during hospitalization: abdominal echo; CT abdomen: normal cardiomediastinum, no leakage of contrast to the esophagus. No signs of mediastinitis or pneumomediastinum. Normal pulmonary veins and pulmonary arteries. Rx esophagus with and without bolus: good expansion of esophagus, normal peristaltic contraction waves. Good passage of the bolus. Gastroscopy: no major abnormalities. Consult psychiatry: medication zolpidem can be continued, xanax should be replaced by trazolan. The conclusion of these tests was: clinical, biochemical, and radiology exams did not show any significant gastrointestinal abnormality. The patient was discharged from the hospital on (B)(6) 2010 in good condition. The prognosis for the patient was excellent. These events were classified by the site as unrelated to device, procedure and drug.

Manufacturer narrative:
(B)(4). No malfunction of biosense webster product was reported. The navistar catheter that was used during the ablation procedure was not returned to biosense webster for evaluation.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2010-05077 and 3005099803-2010-05079 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and two soloist single needle electrodes were used during a bone rfa (radiofrequency ablation) procedure of the calcaneum performed on (B)(6), 2010. According to the complainant, a channel was made in the heel bone with a 13g ostycut bone biopsy needle and the electrode was advanced to the osteoid osteoma. However, when the physician attempted to proceed with the ablation, a generator error (e02) occurred. The ostycut was translocated and a second soloist electrode was advanced, but the same error (e02) recurred. The ostycut was then removed and nacl solution was applied to the area of interest without success. At this point, all connections were checked and the pads were tested, but the error was not able to be resolved. The procedure was not completed due to this event. The account indicated that there were no visible issues with either electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient status update: during the 3-month follow-up visit, the psychiatrist diagnosed the patient with depression. The swallowing problems and insomnia are both considered as psychosaumatic complaints. The prognosis for the patient is assessed as excellent. (B)(4).